Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided two photos for evaluation. A visual exam was performed on the photos and it was observed that the distal end of the catheter appeared to be intentionally trimmed and contained obvious signs of use. A small bend/rupture was observed in the catheter body. An x-ray photo was also provided that showed various wires and the catheter body within the patient. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use provided with this kit warns the user, "only utilize catheters indicated for high pressure injection applications for such applications. Utilizing catheters not indicated for high pressure applications can result in inter-lumen crossover or rupture with potential for injury." The customer report of a ruptured catheter was confirmed by visual inspection of the customer supplied photos. However, a full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports that catheter ruptured during power injection at 2.5ml per second. She stated that catheter was noted to rupture at 6 cm, causing fluid to infiltrate. Catheter was scouted prior to injection, and confirmed in proper location. It was reported the catheter is 41 cm, and confirmed in lower svc at time of insertion by vps g4.it was reported the fluid infiltrated in the patient's line and injured the vessel. The catheter was removed. The patient was reported to be improving and doing well at the time of this report. It was unknown if the patient would require any wound care in the future for the infiltration.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports that catheter ruptured during power injection at 2.5ml per second. She stated that catheter was noted to rupture at 6 cm, causing fluid to infiltrate. Catheter was scouted prior to injection, and confirmed in proper location. It was reported the catheter is 41 cm, and confirmed in lower svc at time of insertion by vps g4. It was reported the fluid infiltrated in the patient's line and injured the vessel. The catheter was removed. The patient was reported to be improving and doing well at the time of this report. It was unknown if the patient would require any wound care in the future for the infiltration.